Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt trial was "horrible" since pt "had to lay on her stomach", and that her incision was itchy. The pt had intermittent stimulation under the implanted device since implant, constipation, and a shocking/jolting sensation when stimulation was turned up too high. Add'l info was requested.